Event description:
Injection pain. Case description: non-serious. This case is a spontaneous report from the united states referring to a female patient. A consumer reported in this case. No past medical history was reported. Historical drugs included genotropin. No concurrent conditions, allergies, or concomitant medications were reported. It was reported that the patient had been on growth hormone since she was twelve-months old. On a date not reported, the patient received nutropin aq, (2 mg, qd, sc) for the indication of pituitary dwarfism. It was reported that the nutropin aq was previously administered via syringe, but was now being administered via the pen device. The lot number for nutropin aq was not reported. The lot numbers on the pen device were e013 and d542. The date of last administration prior to the onset of the event was not reported. It was noted that the dose of nutropin aq was increased from 2.0 mg to 2.6 mg. On a date not reported, the patient experienced injection pain after she received nutropin aq via the pen device. It was noted that the patient had a "very high" tolerance for pain and that it "really hurt" her. It was also noted that the black knob on the pen device seemed to be sticking, but it could be depressed completely. No relevant laboratory tests or treatments for the event was reported. Action taken with nutropin aq was not specified, however, it was reported that the patient continued to use the pen device. It was not reported if the patient switched to another lot number of the product. At the time of this report, the outcome of the event was not provided. The patient's mother did not provide a causality assessement of the event pain in relation to nutropin aq. No other suspected causes were identified. Additional information has been requested. This report was forwarded to genetech product quality. Additional information received on 12-jun-2007: the first puncture date for the lot number in question and the patient's prior history of exposure to the lot number in question was not reported. On 12-jun-2007, the final results were received from the genetech qa product quality department, which reported the following: in summary, the force required to depress the dose knob was within specification (<20 newtons) for the device. The reported deficit could not be confirmed and was most likely due to a handling or pen delivery system issue. At the time this investigation was completed, there were 9 other reports of dose knob malfunction for the nutropin aq pen, lot no. E013. Product was not replaced since customer retained an additional operational aq pen that was in their possession at the time of the complaint. No MDR is required. On 15-jun-2007, a letter summarizing these results was sent with return receipt request to the consumer. No further information is expected. Pharmacovigilance: the event of injection site pain is non-serious and expected according to the somatropin us package insert. The event may have been due to user error regarding the pen device.